Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional broke and a piece remains missing. However, it is unknown at this time when or how the device broke.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed a fracture on the lateral side of the post. The fractured piece was not returned. Device history record was reviewed and no discrepancies were found relevant to the reported event. Investigation results concluded the most likely root cause of the event is bending/torsional loading on the device. This device was not part of a previous design change initiated for this type of device. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.